Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported the vitals cut out. Customer is trying to retrieve all the data that was done on november 12th. The device was in use on a patient. There was patient harm reported.

Manufacturer narrative:
During investigation the reported problem turned out to be not reportable.

Event description:
Philips received a complaint on the patient information center ix (866389) indicating that the vitals had cut out. The device was in clinical use at the time of the reported issue. A patient was found to be deceased. Upon review, information from the risk management department at the hospital indicated they had eliminated a philips device in relation to the patient's death. There were power related issues with the mx40; however, these were recognized by the piic ix. Based on the information from risk management, it appears a philips device did not cause or contribute to the patient's death. The complaint was escalated for technical investigation and the results indicate the following: the losses of association between the mx40 pwm and pic ix was recognized by the pic ix. In this incident the loss of association is most consistent with power interruption at the mx40 (batteries removed or dislodged). The power interruption may have been the result of an impact event to the mx40 or interaction wherein the batteries were removed or unseated. Note: when association between the mx40 pwm and pic ix was lost, a ¿no data tele¿ technical inop alarm (visual and audible alarm) was provided at the patient sector of the pic ix. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.